Manufacturer narrative:
Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
The physician's handheld computer, programming software, and wand were received for analysis. Analysis of the wand was completed. The wand performed according to specifications once a known good battery was installed, since the wand was received with a depleted battery. Analysis of the handheld computer and programming software was completed. No anomalies were noted. The handheld and software performed according to functional specifications.

Event description:
It was reported that the physician was experiencing intermittent difficulties with her programming system. The physician reported that she is frustrated with the amount of time that is wasted and requested a new programming system be sent to her. The physician reported that the programming system works approximately twenty percent of the time and that the screen would freeze and some times the green power light would not come on for the wand even when new batteries have been inserted. The physician reported that she is always able to eventually interrogate the patient's devices. A new programming system was provided to the physician. The physician's programming system is expected to be returned for analysis, but has not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.